Manufacturer narrative:
H3: finding/root-cause: unable to verify nor duplicate the reported complaint. Uut was functioning with no issues or faults. Disposition: revel, english service repair p/n:19260-001-99 s/n:(B)(6) will be moved to factory service, led display assy to be removed and replaced as a precautionary measure. Replace material as required, rework to current configuration, recalibrate, and retest per specifications and standards.

Event description:
It was reported to vyaire medical that the ventilator is coming in due to end users reporting loss of power on the display. Unknown if there was patient involvement, none was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.